Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during an elective procedure to replace this patient's device, this right ventricular (rv) lead was also removed from service. Prior to the procedure, no capture was observed and when the pocket was opened the lead was found to be dislodged due to twiddlers syndrome. A replacement lead was implanted without further incident. No adverse patient effects were reported.

Event description:
----

Manufacturer narrative:
The lead was returned for testing and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.